Event description:
During surgery, the instrument prongs broke off. The broken pieces were retrieved from the pt. A second instrument from the instrument set was used to complete the surgery.

Manufacturer narrative:
Anticipate return of instrument for analysis.